Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device history log was reviewed and several error id52 (defective buzzer) were found the device was not received because it was repair locally. To solve the issue the power supply board have been replaced. The defective part was received in brézins for investigation. According to our analysis, nothing was noticed during external visual check. The reported event could not be reproduced during testing, no alarms or error messages were triggered, and all tests were compliant with device specifications. The fault is probably due to another component of the device. For this complaint, with the results of analysis no defect could be noted on the part following several checking/tests. No root cause could be identified however, the error reported by the customer is confirmed in the device logs provided so the complaint is valid. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: valid. The trend is: normal.

Manufacturer narrative:
N/a.

Event description:
The following has been reported: the buzzer volume is too low and doesn't pass the pm test that checks the buzzer. It buzzes but probably not loud enough for the microphone to catch. Reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.